Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was making a grinding noise was confirmed. An assessment was performed on the device which determined the unit was making a grinding noise, the triggers were sticky, and the coupling head was worn. It was further noted that the motor was worn and the triggers¿ components were worn. The assignable root cause was determined to be due to wear out from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the small battery drive device was making a grinding noise. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.